Manufacturer narrative:
A united states customer called the customer service center to report that there was a leak under the dimension exl with lm instrument. Subsequently, the customer reported that a laboratory personnel slipped and fell on the liquid emerging from underneath the instrument. At the time of this report, the severity of the concussion and follow-up medical evaluation are unknown. A siemens customer service engineer (cse) was dispatched to the customer's site and found that the tubing of sample and flex drain line were disconnected from the waste bottle on the dimension exl with lm instrument. The cse reattached the sample and flex drain tubing, dried the instrument, and primed the instrument 20 times to verify no further leakage. A system check was run successfully, and the customer performed quality control (qc) and calibrations. Siemens further evaluated the issue and determined that the disconnection between the instrument¿s internal waste bottle and the drain lines from the sample and flex caused fluid to flow beneath the instrument and contributed the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that there was a leak under the dimension exl with lm instrument. The customer indicated that a laboratory personnel slipped on the liquid emerging from underneath the instrument; then, she fell and scraped her head. The customer also indicated that the laboratory personnel experienced dizziness and vomited. Additionally, the customer indicated that the laboratory personnel subsequently was taken to an emergency room. At the time of this report, the severity of the concussion and follow-up medical evaluation are unknown. Statements and actions attributed to the customer are derived from information submitted to the siemens complaint handling system and have not been verified.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2023-00180 on 21-aug-2023. Additional information (24-aug-2023): the customer contacted a siemens customer care center to report that the affected employee has returned to work part time. The opening and closing of the pump panel door potentially contributed to the sample drain and flex drain being disconnected from the waste bottle. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.